Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 1.0, doctor's poc meter: 3.3 (next day). Pt completed a lab comparison with new strip lot: date: (B) (6) 2010, inratio: 3.7, lab: 3.1. Pt reports that his doctor has to adjust his medication dosage every week based on meter reading.

Manufacturer narrative:
Investigation pending.